Event description:
Patient with coronary artery disease underwent a ptca. During the procedure the angio catheter balloon ruptured in the patient. The balloon/catheter was retrieved and a portion of the balloon was noted to be missing, possibly retained in the patient's left femoral artery. The patient was transferred to the ccu for monitoring and care.